Manufacturer narrative:
Three attempts were performed to obtain the customer¿s occupation, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that it was too dark to see the endoscopic image . There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the endoscopic image was dark with white noise static. The customer mentioned that this issue started happening the day before. According to the customer, the scope and processor were swapped out. It was not working initially, and then it started working again. The customer informed tac that the light source socket was cleaned with alcohol. The customer was advised to get a light socket cleaning kit. In addition, three different scopes were evaluated without issues while on the call. Tac performed additional follow up communication to gather additional information, however, multiple follow ups were made, however, were unsuccessful as no response received from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.